Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the hospital received a hls set and the white kit box was opened. The sterile peal top (tyvekcover) of the kit have a hole as well the cardboard covering. The outer shipping box was not damaged. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the hospital received a hls set and the sterile peal top (tyvekcover) of the kit have a hole as well the cardboard covering. The outer shipping box was not damaged. No harm to any person has been reported. The affected beq-hls 7050 USA #shls set advanced 7.0 was technically investigated in the getinge laboratory on 2022-11-23. Upon visual inspection a hole with a diameter of 11,5 mm in the tyvek cover could be confirmed. Addionally a damage to the cardboard box was also found. The damage was located on the position of the so2 connector of the hls module and therefore it could could be linked to the observations from the ongoing CAPA. During the investigation loose velcro straps that are supposed to be used to fix the hls module were detected. The velcro straps were crossed above the dialysis connector. The production date of the returned hls set was 2022-01-17 and the set was produced according to the bop 135 v12 for fixing the hls module. The bop 135 v12 specifications were identified as insufficient in CAPA 626941, which changed the bop 135 specifications via ecr. The bop 135 v13 is active since 2022-06-21 after the production of the affected hls set. Based in this investigation results insufficient fixation of the hls modules could be identified as a possible root cause which lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. Based on the investigation results the reported failure "holes in tyvekcover" could be confirmed. Maquet cardiopulmonary already started a CAPA process in order to improve the design to prevent such packaging damage in future. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000215200 were reviewed on 2022-11-28. According to the final test results, all beq-hls 7050 USA#hls set advanced 7.0 sets with lot#3000215200 passed the tests as per specifications. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).